Manufacturer narrative:
An olympus field service engineer was dispatched to the user facility to evaluate/repair the suspect device onsite. The fse replaced a non-olympus sdi cable from the wall plate to a nds monitor to resolve the problem. After the cable was replaced, the image was present. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image went "black intermittently." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was due to a faulty non-olympus sdi cable. The cable was replaced with a olympus cable and the issue was resolved. Therefore it was surmised that there was no problem in the subject device. Olympus will continue to monitor field performance for this device.